Event description:
It was reported, that the patient experienced bradycardia. It was also reported, that the implantable pulse generator (ipg) was pacing below the lower programmed rate. And chest x ray revealed, that the right atrial (ra) lead fractured. The ipg was explanted and replaced. While, the ra lead remains in use. No further patient complications have been reported, as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ipg exhibited normal elective replacement indicator (eri) patient symptoms and ipg performance was due to automatically reprogramming due to reaching eri. It was also reported that ra lead fracture was not noted on chest x ray and ra lead exhibited normal function.